Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade, electrocardiograms revealed ventricular noise. Pauses in pacing possibly indicating inhibition were observed. The patient was asymptomatic. The lead was capped and replaced. The patient would continue to be monitored.